Event description:
It was reported that the customer experienced a malfunction with their pump. There was no adverse impact to the customer¿s blood glucose level. The customer switched to multiple daily injections as backup therapy, and tandem technical support arranged for a replacement pump with updated software to be sent. The customer was instructed to return the faulty pump using a pre-paid label and was informed about the necessary steps to follow with the replacement.